Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient passed away due to unknown circumstances. It was alleged that the device was inappropriately programmed with the ventricular intrinsic preference (vip) algorithm on in a patient that did not have atrioventricular conduction. As a result, pacing was delivered following polymorphic ventricular tachycardia. The physician and abbott technical support do not allege a malfunction against the device. Additional information was requested, but not yet received.